Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cataract became significantly worse is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient had a xen®45 gts implanted in the right eye. 2 weeks after implant, they underwent needling with and intraocular pressure (iop) of 17mmhg. Following needling, iop decreased to 8mmhg. Roughly a year after implant, patient began experiencing cataract became significantly worse in the eye and moderate bcva loss of 2 or more lines. No action was taken with study device and it remains implanted. Events have yet to resolve.